Event description:
It was reported that a pt sustained slight hypopigmentation on the right knee after hair removal treatment with a quantum laser. It was further reported that the incorrect handpiece was used by the device operator.

Manufacturer narrative:
An eval of the event details by a lumenis medical subject matter expert concluded the root cause of the reported event to be inadvertent use of the skin rejuvenation handpiece instead of the hair removal handpiece which are clearly marked. No device malfunction was reported; therefore, the subject device was not evaluated.